Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093, lot#: b0821084k, implanted: (B)(6) 2008, product type: lead. Product ID: 3093, lot#: b0811857k, implanted: (B)(6) 2008, product type: lead. It is unknown which of the two leads is the abandoned lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer via a manufacturer representative reported an uncomfortable sensation during an MRI, which occurred during normal use. It was noted the consumer began to receive an uncomfortable sensation near the lead location when a head-only MRI commenced. The MRI technician stopped the MRI, checked the consumer, began the procedure again, and again the uncomfortable sensation returned. It was decided at that time to abort the MRI. The technician had checked the settings on the machine, but the sensation returned when the MRI commenced again. The consumer¿s device was to be interrogated and the issue was noted as not resolved. Additional information received indicated that the consumer¿s records note that they have an abandoned lead still implanted, which would explain why the consumer received the uncomfortable stimulation during an MRI. The surgeon was going to remove the abandoned lead so that the consumer could have an MRI. Further information received indicated the consumer complained about electric jolts in his back after six seconds of scanning.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.